Manufacturer narrative:
Phone number not provided by customer. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "check vent: oxygen device failed" alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported issue but found e/c 1111 in the event log. The manufacturer¿s international service technician replaced the oxygen solenoid valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
Date of report: 28sep2018. Date of manufacturer: 27sep2018. (B)(4).